Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation where the issue was confirmed, the emergency light flashed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely due to the lifetime of the emergency lamp, or an accidental failure of the emergency lamp caused by the filament broken by impact. The emergency lamp display was flashing with indicates a failure.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The spare lamp flashed when the device was turned on. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.